Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level due to sensor issue. Customer¿s blood glucose was 600 mg/dl. Customer stated they loss of communication may be caused by distance. Customer reporting lost sensor and cannot find sensor signal. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.